Event description:
This information was received on healthcare network occurrence identification form. The surgeon was performing a pneumonectomy procedure with a ta30 (tlh) linear stapler. The device was used on the bronchus. After the lung was cut from the bronchus the ta30 was removed. The stapler had misfired and the staples never closed. The bronchus was then closed with suture.